Event description:
It was reported that the unspecified bd¿ extension set had flow issues during the infusion. The following information was provided by the initial reporter: "having used them on a patient today, I¿ve found increased pressure on the lines, and had to increase the pressure on the syringe pumps to counteract this, but on flushing the lines there was no resistance, and fine when the lines were changed to the previous carefusion lines. ? If there is an issue with the pressure discs as there is increased resistance on priming the lines too." "One of our senior staff nurses tells me batch number of the previous faulty ones was md003, so yes it¿s a re-occurring problem with the new batch as these are md002."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. The reported lot# md003 could not be matched to an appropriate material# for the reported event. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd¿ extension set had flow issues during the infusion. The following information was provided by the initial reporter: "having used them on a patient today, I¿ve found increased pressure on the lines, and had to increase the pressure on the syringe pumps to counteract this, but on flushing the lines there was no resistance, and fine when the lines were changed to the previous carefusion lines. ? If there is an issue with the pressure discs as there is increased resistance on priming the lines too." "One of our senior staff nurses tells me batch number of the previous faulty ones was md003, so yes it¿s a re-occurring problem with the new batch as these are md002."

Manufacturer narrative:
The following fields have been updated due to additional information: b.5. Describe event or problem: it was reported that the bd¿ extension set had flow issues during the infusion. The following information was provided by the initial reporter: "having used them on a patient today, I¿ve found increased pressure on the lines, and had to increase the pressure on the syringe pumps to counteract this, but on flushing the lines there was no resistance, and fine when the lines were changed to the previous carefusion lines. ? If there is an issue with the pressure discs as there is increased resistance on priming the lines too." "One of our senior staff nurses tells me batch number of the previous faulty ones was md003, so yes it¿s a re-occurring problem with the new batch as these are md002." D.1. Medical device brand name: bd¿ extension set d.4. Medical device lot #: md002. D.4. Medical device lot #: md003. D.4. Unique identifier (UDI) #: (B)(4). G.4. PMA / 510(k)#: h.6. Investigation: a mfx2298 product was not available for investigation; however the customer confirmed that the complaint sample was from lot md002 or md003. The customer has reported that this feedback was similar to a previous complaint that they had raised, where they experienced nuisance occlusion alarms during infusion. The details of this feedback were shared with the legal manufacturer of the product, impromediform gmbh for investigation. A review of the production records for lots md002 and md003 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.